Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced paresthesia. After the patient woke up from atrial fibrillation (afib) redo procedure (patient with a severe left ventricular dysfunction and persistent afib), he felt some paresthesia. The doctor who treated him did a scan, but he did not find anything. Everything was fine. The patient still had paresthesia at the time of reporting. The physician does not know what the cause of this adverse event was. One transseptal puncture was performed with two access to the left atrium. The number of performed radiofrequency (rf) ablations were 45 and no ablations were performed outside the pulmonary veins.